Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient presented to the emergency department due to syncope. An electrocardiogram showed the patient was in complete heart block and the patient was admitted to hospital. The device data was forwarded to technical services (ts) for review, where it was discussed that previously in 2022, a lead safety switch (lss) to unipolar sensing had occurred due to high, out-of-range right ventricular (rv) pacing impedance measurements (>2000 ohms). The device had subsequently been reprogrammed back to the bipolar sensing mode. Device data indicated that at the time of the current syncopal event, rv myopotential over-sensing occurred resulting in pacing inhibition and asystole. Troubleshooting and thorough provocative maneuvers were recommended. Because the implanted leads were non-boston scientific products, the physician elected to explant and replace this device with the same manufacturer as the leads to resolve the event. The patient was stable with no additional adverse effects. This device was discarded at the healthcare facility and is not expected to be returned for evaluation.